Event description:
Customer reported code key discrepancy when inserting code key into device. Code displayed = n7n while the correct code = 418. A request was made for return product and replacement product was sent.